Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted from 40% and shut off within one day. The customer was also having difficulty charging the pump. The customer then received multiple temperature alarms and subsequently a malfunction alarm. The customer's blood glucose level was 228 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.